Manufacturer narrative:
Weight, ethnicity, race: unk. The product is manufactured in the us, but not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +1.5/+1.5/080 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
B5 - per updated information, the lens was repositioned on (B)(6) 2019 and the problem was resolved. H6 - patient code 3191: secondary surgical intervention (lens repositioning) claim# (B)(4).